Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter would not turn on with button press or with test strip insertion. She further reported that on (B)(6) 2018 she was feeling ¿weak, not herself (and her) head was spinning¿. Customer self-presented to a hospital where she was treated with an intravenous infusion of unknown type and had her humalog insulin dosage increased. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. This also serves as a correction report. (PMA/510k#) was incorrectly documented in the initial MDR 30 day report. PMA/510k# has been updated.

Event description:
Customer reported her adc blood glucose meter would not turn on with button press or with test strip insertion. She further reported that on (B)(6) 2018 she was feeling ¿weak, not herself (and her) head was spinning¿. Customer self-presented to a hospital where she was treated with an intravenous infusion of unknown type and had her humalog insulin dosage increased. There was no report of death or permanent injury associated with this event.